Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Lar. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The secondary surgeon firing the cdhp29 and this is the first time for cdhp however normally this secondary surgeon usually uses a competitive device for anastomosis. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Between low to middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? They did the 3 confirmation method. Leak test with saline, .use the camera port to take the photo of staple line and check the completion of donut ring. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 completed revolutions. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Complete cycle both inner and outer layer. Was a leak test performed? If so, what type and what was the result? Yes they used saline through trans rectal and they said the staple bubble on that time. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. The comment from the first surgeon is ; he thought that the trocar that penetrate to lumen may close to the mesorectum (perirectal fatty lymphovascular tissue) so after finish the anastomosis he did the scope and clip 1 bleeding spot immediately. How was the postoperative bleeding identified? 200cc oozing 2 days after surgery. Was the bleeding intraluminal or intrabdominal? Intraluminal. Was the site of the bleeding identified? If so, where specifically? No the specific site of bleeding but see the oozing around the staple line. Were there any issues noted with staple formation? If so, please describe the shape and location. No staple formation issue. Was a transfusion required? No. How was the bleeding addressed? He is (B)(6) years old. 12 hour after surgery he had rectal bleeding that contain 200cc of fluid so gi med did the colonoscope and saw the oozing around the staple line. Actually gi med didn't see the actual site of bleeding so he clip the 5 clips at the edge of staple line. Then, 2-day after operation patient had renal bleeding again and did the colonoscope but didn t see any oozing of staple line so they thought it the blood clot from previous day that may stick in intraluminal wall. All the vital sign is alright since pre-, peri- and post operation. What was the pre and postoperative anti-coagulant and pain management protocol? Patient do not use anti coagulation medicine. What is the current status of the patient? Patient still admit in the hospital due to other condition/disease apart from surgery condition.

Event description:
It was reported that following a low anterior resection case that had been used cdhp, patient got post-operation bleeding. Sale representative was in the case and explained the step to use and also demonstrated to surgeon before/during the case. So far information we got it was 200cc bleeding at staple line post 2-day operation. Performed laparoscopy to heal oozing area.